Event description:
Caller states that unit was stored in a warehouse and gave a low battery error when turned on. Caller replaced the battery and now the unit is reading 100% with any sensor and when attached to any person.

Manufacturer narrative:
The device history and service records will be reviewed. Customer does not wish to return product for investigation.